Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Additional information: the reported event of a battery performance alert was not confirmed. The device image was reviewed. A sharp battery voltage alert was not identified and the device was found to be within estimated longevity. No anomaly was found.